Manufacturer narrative:
The returned device was evaluated and the investigation found the resistance on the front and rear sma wire to be high at 33 ohms each when measured with a multimeter. No other damage was found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 23 mmol/l (414 mg/dl). The patient treated the hyperglycemia with an insulin syringe and by applying a new pod. The pod was worn between 24 and 36 hours on the abdomen.